Event description:
Loss of osseointegration, thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, immediate implantation, inflammation, mobility. The buccal bone had disintegrated post placement. Patient presents with mobility & inflammation of implant #11 for 2 wks. We released buccal flap & found no buccal bone covering implant. Abutment came out still connected to implant perfectly.